Manufacturer narrative:
Reported event: the event reported that a cortical screw's threaded end sheared off in the patient bone during removal with checkpoint driver. The sheared end was left in the patient and the remainder of the device discarded at the customer site. Device evaluation and results: the device was not available. The sheared part of the device was left in the patient and behind the implanted cup. The remainder of the device was discarded at the customer site. Device history review: not performed as lot number was not reported. Complaint history review: review of complaints within the (B)(6) database show one (1) other complaint related to the alleged failure. The pr is (B)(4). Conclusion: the failure was confirmed as the complaint report details that the sheared end of the device was visible in the patient bone. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned to the manufacturer.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. After the removal of the 3.5 hex checkpoint with the checkpoint driver, it was noticed by the scrub tech and myself that a piece of the metal on the implantable portion was sheared off. The surgeon said the piece was back behind the cup following procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. After the removal of the 3.5 hex checkpoint with the checkpoint driver, it was noticed by the scrub tech and myself that a piece of the metal on the implantable portion was sheared off. The surgeon said the piece was back behind the cup following procedure.